Manufacturer narrative:
Reliability analysis inspected 3 opened/used enlite sensors and performed visual inspection and found 1 of 3 sensors with needle bent inside sensor base, second sensor separated from needle hub and third sensor is missing needle hub. It is unknown if the customer received sensors in said condition due to returning them opened/used. Two sensors performed bicarbonate buffer test and sensors passed per specifications with accurate readings.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading 368 mg/dl and blood glucose was 268 mg/dl. Currently the sensor glucose was 62 mg/dl and his blood glucose was 89 mg/dl. Customer stated that the issues started when he started using the sensors from the current box and the box might be defective. The sensors were replaced and returned for analysis.